Event description:
It is reported that there was catheter leakage.

Manufacturer narrative:
The complaint of catheter leakage is unconfirmed. The compression surfaces of the occlusion clamps are void of any burrs or sharp edges that might result in a puncture of the tubing. During functional testing no leaks were observed emanating from the catheter. No other complications with this device are known. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the manufacturing process. The complaint incident could not be replicated in the laboratory setting. A lot history review (lhr) is not possible, as no manufacturing lot number info has been provided by the complainant.